Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she wanted to check her insulin pump to make sure everything was working. Her blood glucose at time of call was 385 mg/dl however, was recently hospitalized with diabetic ketoacidosis and blood glucose of over 600 mg/dl. Troubleshooting found that the customer's drive support cap was normal, no air bubbles in reservoir, time and date settings and bolus history were normal. Customer declined to perform a high pressure test. Customer was advised to follow up with doctor regarding the high blood glucose and settings. Troubleshooting indicated that the device was performing as designed and customer declined to send pump back for analysis.